Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir had under delivery. Customer stated that the insulin pump did not work. Customer stated they had symptoms of vomiting. Customer stated they were using insulin pump system within 48 hours of reported high bg event. Customer stated that they treated their high blood glucose with manual injection. The reservoir will be returned for analysis.